Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. Three photos of a 20 ga x 0.75 in huber plus infusion set with valved y-site were provided for evaluation. The first image shows the product packaging which indicates lot: refq1860. The second and third image show the extension tubing with a valved luer adapter and additional connector attached. Blood and white colored residue is visible on the device and on the outer tubing surface. No clear evidence of a leak location or damaged component could be clearly observed due to the lack of a returned physical sample. Based on the description of the reported event, possible contributing factors include sharp instrument damage, damaged connector, and material fatigue. Since the presence of a leak could not be determined from the images provided, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported huber leaked chemo. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq1860 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported huber leaked chemo. No other information was provided.